Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of misassembly - other missing component was verified by visual inspection. Evaluation of the sample received indicates that the secondary set was missing the male luer adapter that is normally at the end of the the extension according to the assembly drawing. Further inspection of the tubing under magnification indicates that there was sufficient solvent applied to the tubing, however, the luer tip was not assembled on the tubing and was not provided with the sample received. A device history record review for model 72213n lot number 21089236 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue seen in this complaint is an assembly issue at the manufacturer. With evidence of solvent on the tubing and the male luer connection not in the packaging at the time the customer opened the package, the secondary set was not packaged with the male luer connecter assembled on to the complete assembly. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly - other missing component with lot #21089236 regarding item #72213n. H3 other text : see h.10

Event description:
It was reported that the bd alaris secondary set experienced missing components. The following information was provided by the initial reporter: item missing parts/pieces when packaging opened.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced missing components. The following information was provided by the initial reporter: item missing parts/pieces when packaging opened.